Event description:
It was reported that transient ischemic attack (tia) occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx closure device was implanted. Post-implant the patient was taking eliquis. At the 45-day follow up, the implant looked good, and the patient was taken off eliquis and started on plavix. The patient did not do well taking plavix and only took it for two weeks. Since the patient's physician thought the patient was doing well, the patient was switched to baby aspirin. Approximately 11 months post implant, the patient experienced a tia and the neurologist put the patient back on blood thinners.

Manufacturer narrative:
B3: estimated as it was reported that the event occurred in december 2023